Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a rash with peeling skin. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician prescribed an ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.